Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While resecting the stomach for gastro-anastomosis, the stapler had poor staple formation which lead to leakage. The surgeon used regular sutures to complete the procedure. The patient was alive, no injury.